Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, metallosis and elevated metal ion levels. A review of invoice history confirmed both primary surgery dates and that the modular head was removed and replaced during the revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2012 due to patient allegations of pain, dysfunction, loss of range of motion, metallosis and elevated metal ion levels. A review of invoice history confirmed both primary surgery dates and that the modular head was removed and replaced during the revision procedure on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates the surgeon noted osteolysis, wear on the femoral head, osteophytes, bursitis, and blackish discoloration around the neck of the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2013-03043 / 03047).